Event description:
The customer reported obtaining incomparable patient results for multiple chemistries on their dxc 700 au clinical chemistry analyzer. The customer did not provide the affected chemistries. The customer repeated the patient samples on another au analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found the degasser was defective. The fse replaced the degasser and the degasser membrane to resolve the issue. The fse performed quality control and passed. The fse verified the analyzer resumed to normal operation. The beckman coulter internal identifier is (B)(4).